Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an IV set was experiencing pressure build up. It was not specified as to when in the process this occurred. It was stated that they the rubber access port was popping off due to the pressure build up. The IV set was being used with a non-baxter pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.